Manufacturer narrative:
D10 concomitant products: gl-128, gl-128 polysorb* 0 vio 75cm v26 x36, (lot #a5c2060y); gl-128, gl-128 polysorb* 0 vio 75cm v26 x36, (lot #a5c2060y); gl-128, gl-128 polysorb* 0 vio 75cm v26 x36, (lot #a5c2060y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the thread detached from the swage of the needle from the first stitch when four threads were used. Several sutures were opened, but the problem persisted. As a preventive measure, sutures from the affected batch were removed, and another box was taken. There was no patient injury.